Event description:
It was reported that a pump failed flow rate testing five times. It was also reported that there was no pt involvement, as this occurred during preventive maintenance.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported flow rate inaccuracy could not be reproduced. The unit passed flow rate testing and was found to deliver within spec. Upstream occlusion and downstream occlusion tests were performed per spectrum service manual with unit passing.